Event description:
After a procedure, in the intensive care unit, it was noted that the side port was coming off of the sheath when trying to explant it. The sheath was exchanged to resolve the issue without adverse patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported side port detachment could not be conclusively determined.